Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead was showing a high battery consumption. It was observed at the electrogram that the ra was sensing deflections on the atrial channel from right ventricular (rv) paced and sensed events. Atrial flutter with no undersensing was observed at the ra. The device triggered a signal artifact monitoring event and the minute ventilation vector was switched. The ra lead was in unipolar configuration. Various programming options were discussed. The atrial pacing impedance was observed high, out of range. The rv lead impedances were within the expected range. The system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.